Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 13-aug-2021. The most recent information was received on 18-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in the pelvis') in a 40-year-old female patient who had essure (batch no. 628427) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criterion medically significant), headache ("headaches"), musculoskeletal stiffness ("stiffness in the neck"), autoimmune thyroiditis ("autoimmune disease hashimoto¿s thyroiditis"), myalgia ("muscle pain"), joint pain ("joint pain"), fatigue ("chronic fatigue"), premature menopause ("early menopause"), visual impairment ("vision disorder constantly deteriorating"), auditory disorder ("hearing disorder"), ear pruritus ("itchy ears"), hyperhidrosis ("excessive sweating"), nervous system disorder ("neurological disorder"), disturbance in attention ("lack of concentration mixing up words"), mental impairment ("difficulty thinking"), gait disturbance ("difficulty walking"), tooth fracture ("problems with the jaw involving teeth that come loose and break"), arthritic pains ("pain in the knees,hips"), back pain ("pain in the lower back"), tendonitis ("recurring tendonitis / significant calcification and inflammation of the shoulder tendons"), pain in extremity ("pain in the feet, hands, arms") and tooth loss ("problems with the jaw involving teeth that come loose and break"). Essure treatment was not changed. At the time of the report, the pelvic pain, headache, musculoskeletal stiffness, autoimmune thyroiditis, myalgia, joint pain, fatigue, premature menopause, visual impairment, auditory disorder, ear pruritus, hyperhidrosis, nervous system disorder, disturbance in attention, mental impairment, gait disturbance, tooth fracture, arthritic pains, back pain, tendonitis, pain in extremity and tooth loss outcome was unknown. The reporter provided no causality assessment for auditory disorder, autoimmune thyroiditis, back pain, disturbance in attention, ear pruritus, fatigue, gait disturbance, headache, hyperhidrosis, joint pain, mental impairment, musculoskeletal stiffness, myalgia, nervous system disorder, pain in extremity, pelvic pain, premature menopause, tendonitis, tooth fracture, tooth loss, visual impairment and arthritic pains with essure. The reporter commented: she feels like her body is of a 90-year-old. She haven¿t been able to work for many years. She in the process of doing tests for essure removal. Lot number: 628427 manufacture date: 2008-11 expiration date: 2011-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6), reference number: (B)(4) on 13-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in the pelvis') in a (B)(6) year-old female patient who had essure (batch no. 628427) inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient experienced pelvic pain (seriousness criterion medically significant), headache ("headaches"), musculoskeletal stiffness ("stiffness in the neck"), autoimmune thyroiditis ("autoimmune disease hashimoto¿s thyroiditis"), myalgia ("muscle pain"), joint pain ("joint pain"), fatigue ("chronic fatigue"), premature menopause ("early menopause"), visual impairment ("vision disorder constantly deteriorating"), auditory disorder ("hearing disorder"), ear pruritus ("itchy ears"), hyperhidrosis ("excessive sweating"), nervous system disorder ("neurological disorder"), disturbance in attention ("lack of concentration mixing up words"), mental impairment ("difficulty thinking"), gait disturbance ("difficulty walking"), tooth fracture ("problems with the jaw involving teeth that come loose and break"), arthritic pains ("pain in the knees,hips"), back pain ("pain in the lower back"), tendonitis ("recurring tendonitis / significant calcification and inflammation of the shoulder tendons"), pain in extremity ("pain in the feet, hands, arms") and tooth loss ("problems with the jaw involving teeth that come loose and break"). On (B)(6) 2009, the patient had essure inserted. Essure treatment was not changed. At the time of the report, the pelvic pain, headache, musculoskeletal stiffness, autoimmune thyroiditis, myalgia, joint pain, fatigue, premature menopause, visual impairment, auditory disorder, ear pruritus, hyperhidrosis, nervous system disorder, disturbance in attention, mental impairment, gait disturbance, tooth fracture, arthritic pains, back pain, tendonitis, pain in extremity and tooth loss outcome was unknown. The reporter provided no causality assessment for auditory disorder, autoimmune thyroiditis, back pain, disturbance in attention, ear pruritus, fatigue, gait disturbance, headache, hyperhidrosis, joint pain, mental impairment, musculoskeletal stiffness, myalgia, nervous system disorder, pain in extremity, pelvic pain, premature menopause, tendonitis, tooth fracture, tooth loss, visual impairment and arthritic pains with essure. The reporter commented: she feels like her body is of a (B)(6) year-old. She haven¿t been able to work for many years. She in the process of doing tests for essure removal. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.